Event description:
The product was used during an unspecified procedure. Reportedly, the suture broke when held with the needle holder. The hospital used another suture. The hospital has reported no pt injury occurred.

Manufacturer narrative:
As the suture returned was its original length and the very end of the strand appeared frayed, it was determnied that the suture did not break. However, based on these same observations, it is more likely that the needle detached. The detached needle was not returned for evaluation; therefore the exact cause for the needle detaching could not be reliably determined.